Manufacturer narrative:
Further information was requested but not received.

Event description:
During an initial implant procedure, the device was unable to be interrogated using inductive or radio frequency (rf) telemetry. The device was not used. A different device was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The report of the event failure to interrogate was not confirmed. The cause of failure to interrogate during implant was due to emi noise. The device was above elective replacement indicator (eri) when received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. The report of the event could not be reproduced.